Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
On (B)(6) 2013, a pleurx pleural catheter (50-7000b) was placed by dr. (B)(6), an (B)(6).  Dr. (B)(6) stated the catheter placement was routine and without incident. He also stated that the catheter was not accessed for drainage while the patient was in the i.r. Procedure room post placement. The patient was sent to recovery and was being educated on the home drainage procedure. During the patient education the nurse attempted to attach a 1000ml pleurx drainage bottle to the catheter to drain the pleural effusion for the first time. The nurse said that upon connecting the tubing from the drainage bottle to the catheter, the tip of the access tubing broke off and lodged in the valve of the pleurx catheter. The broken tip was removed from the catheter valve and a crack was noticed in the hub of the pleurx catheter. The nurse was not sure if the hub was cracked prior to attaching the access tubing to the catheter. A second 1000ml pleurx was then connected to the pleurx catheter and when the drainage bottle was activated, air could be heard sucking in from the crack in the hub. The drainage bottle was clamped off and disconnected from the catheter. The patient was brought back to the (B)(6) lab and dr. (B)(6) removed the catheter with the cracked hub and placed a new pleurx pleural catheter (50-7000b). Dr. (B)(6) stated that the removal of the first catheter and placement of the second catheter were completed without incident. The second catheter appeared to be working correctly and the pleural effusion was successful drained. The patient was educated on the drainage procedure and discharged. Dr. (B)(6) also stated that, other than the inconvenience of have to bring the patient back and exchange the catheter, there was no harm done to the patient. On (B)(6) 2013, the customer (B)(6) also indicated that the catheter had the word "pleurx" on it. The customer also indicated there was nothing noted prior to patient use that would indicate a defect of the pleurx drainage bottle or any of its components only that the usual "snap" was not heard which is what alerted them that something was not right. The user then attempted several times to readjust the access dilator into the catheter but it is unknown if it was inserted straight in or at an angle.

Manufacturer narrative:
(B)(4). Evaluation summary: a piece of the access dilator was received for evaluation. The reported condition was confirmed. However, during the analysis, there were no material issues such as incorrect molding, noted. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Per procedure, manufacturing and inspection personnel are required to verify the condition of each access dilator component prior to releasing it to the next manufacturing stage. A review of the internal production records for the lot involved could not be performed as lot number information was not available. The most probable root cause could not be determined, as lot number information was not provided and as no issues were noted during review of the applicable manufacturing and packaging processes that could relate personnel or manufacturing method to the reported condition. Specifically, it was determined that personnel are not related to the reported issue as the manufacturing process was followed appropriately and based on the event description provided by the customer, the access dilator tip broke off during a drainage procedure. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.